Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea was a cascading event of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was implanted, reducing the mr to a grade of 1. On (B)(6) 2023, the patient returned with shortness of breath. An echocardiogram was performed and revealed recurrent mr with a grade of 4 and that the previously implanted clip had detached from the posterior leaflet and remained attached to anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2023, a secondary mitraclip procedure was performed to treat the slda clip and recurrent mr with a grade of 4. A mitraclip xtw was implanted without issues, reducing the mr to a grade of 1-2. No additional information was provided.